Manufacturer narrative:
This device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
Coiling treating of an aneurysm. It was reported the coil did not detach. Upon retraction, the coil detached from the delivery pusher. The coil was pushed into the aneurysm using the delivery pusher successfully. No patient injury reported.